Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, customer overfilled the cartridge by adding an additional 30 units to the cartridge. The customer re-loaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.